Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in (B)(6).

Event description:
There was a type b dissection case in (B)(6). During the case our device got stuck and surgery could not be completed. During the advancement of the secondary sheath, half came out and then got stuck. Operator tried to push the gray handle and that got stuck device was removed, patient was referred for surgical repair. Patient outcome - "please note there was not a death or patient complications during this procedure. Patient is doing fine."

Event description:
There was a type b dissection case in medanta hospital gurugram. During the case our device got stuck and surgery could not be completed. During the advancement of the secondary sheath, half came out and then got stuck. Operator tried to push the gray handle and that got stuck device was removed, patient was referred for surgical repair. Patient outcome - "please note there was not a death or patient complications during this procedure. Patient is doing fine."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in india.